Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found storage space drawer 1 matrix causing all drawers to fail, replaced the drawer control controller, and restored proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the 8n pyxis tower and all drawers required maintenance. The pyxis unit had been shut down and rebooted, but it continued to report device not on bus for all drawers in both the main station and the tower. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.